Event description:
The customer reported the constancy test values are too low. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the dosage values. (B) (4).